Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis at the implant site and was treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on sep 28, 2021.

Event description:
Per the clinic, the patient experienced extrusion of the implant through the skin in the superior aspect. The patient underwent revision surgery on (B)(6) 2021 to repair the area. The implanted device remains.